Manufacturer narrative:
The pump passed the displacement, self test, unexpected restart and off no power tests. The pump alarmed motor error during the basic occlusion test due to a loose and slightly tilted drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm tests due to the motor error alarm. All operating currents were within specification. The pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted during testing. The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer was receiving a button error alarm on the insulin pump today. Customer was giving herself a bolus. Customer's current blood glucose level is 407 mg/dl. Customer just did a correction dose with the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer will be returning her current pump and will be receiving a replacement pump.